Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: cd2231-40 competitor implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced recurrent infection near the pocket that would not respond to antibiotics. The physician suspected the implantable cardiac defibrillator (ICD) system may be the cause. It was also noted that there was atrial lead noise. Multiple noise reversion episodes were recorded that showed artifact on the atrial sense channel. The noise was observed in the clinic with no electrical magnetic interference (emi) source nearby. The system was explanted. No further patient complications have been reported as a result of this event.